Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1123402) indicated that the mynx lot met all established performance criteria prior to shipment.

Event description:
It was reported by the aci sales professional that a (B)(6) old male patient underwent a diagnostic coronary catheterization procedure on (B)(6) 2011. Access was obtained at the right common femoral artery (rcfa) via a 5f sheath. A pre-procedure femoral angiogram did not show presence of calcium at the vicinity of the arteriotomy. Following the procedure, the physician who is a trained user of the mynx, used the device to close the access site. It was reported that the physician shuttled down to advance the advancer tube. When the physician retracted the sheath, it was observed that the advancer tube did not engage. The physician removed the device and converted the patient to 10 minutes of manual compression. Successful hemostasis was achieved. The patient was ambulated and discharged to home per hospital protocol with no reported clinical sequela. No further information was provided.